Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a male pt the device was unable to detect the pt when electrodes pads were attached. Complainant indicated that the clinician obtained another device to cnotinue treating the pt suing the same st of electyrodes pads. Complainant indicated that there was no adverse effect to the pt sue to the reported malfunction.